Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.284; lot: 2l55017; manufacturing site: bettlach; release to warehouse date: december 03. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the received drill bit with stop shows that approximate 30mm from the fluted tip section is broken off. The cutting edges at the tip are badly worn. The shaft and coupling are otherwise still in good condition. Dimensional inspection: the ø 1.1 mm close to the breakage of the drill bit got measured. Conclusion: the measuring result does show conformity. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. This drill bit was made from the blank. The blank is not lot tracked. Therefore, the last three potential work orders that were produced prior to lot 2l55017 were reviewed. The review has shown that with 440a, the correct material was used, and that the hardness was within the specification from drawing. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information:" check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) surgery was performed due to left humeral diaphyseal fracture. Upon drilling the contralateral bone, the drill was unable to proceed further. The surgeon found that the drill bit was broken. There were fragments seen from the surface of the bone, thus the surgeon removed them with the use of mosquito forceps. There was a surgical delay of less than thirty (30) minutes. Patient outcome was unknown. Concomitant devices: drill (part: unknown, lot: unknown, quantity: 1). This report is for a 2.8 mm drill bit. This is report 1 of 1 for (B)(4).